Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and replaced the lemo connector. Sys operates as intended. This MDR is related to ge healthcare.